Event description:
It was reported the insulin pump alarmed motor error. Customer changed the reservoir cleaned the compartment and the insulin pump alarmed motor error. Customer also noted another alarm but not sure which one it was. The insulin pump was not exposed to MRI. Customer was advised to do a five unit prime and the device alarmed again. Customer's blood glucose was 6.3mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. See medwatch report # 3004209178-2014-96446.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor assembly. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.